Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the pt was in the ER in (B)(6) 2010. No other info was provided. It was subsequently reported that the pt was scheduled for pump replacement on (B)(6) 2010, due to inability to aspirate the catheter in a failed side port study. The pt had noted decreased pain relief over the past 8 months. The pt had also changed hcps and had advancing disease. The pump contained dilaudid 5mg/ml; at a dose of 0.5mg/day. During surgery on (B)(6) 2010, the hcp was able to remove the intrathecal catheter with great difficulty due to "collapsing vertebrae". The catheter was then introduced with great difficulty but they were unable to attain adequate cerebrospinal fluid flow. The pump was programmed to minimum flow rate and the proximal catheter was closed in the lumbar incision. The hcp planned a new attempt at an intrathecal catheter with pt in the prone position with possible "mini lami". Additional info has been requested, a f/u report will be sent if additional info becomes available.